Manufacturer narrative:
(B)(4). Information not asked for but unknown or provided during initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device's blade broke off and it was not located in or out of the patient. Another device was used to complete the procedure. There was no adverse consequence to the patient.